Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the reported issue, the fse replaced the solenoid driver board which resolves the issue. The iabp unit passed all functional and safety tests per factory specifications, and was returned to customer and cleared for clinical use.

Event description:
The customer reported that during use on a patient the cs300 intra-aortic balloon pump (iabp)shutdown with no alarm occurrence. The customer attempted to restart it but the iabp did not turn on. The iabp was replaced to continue therapy. No patient injury or adverse event was reported.

Event description:
The customer reported that during use on a patient the cs100 intra-aortic balloon pump (iabp)shutdown with no alarm occurrence. The customer attempted to restart it but the iabp did not turn on. The iabp was replaced to continue therapy. No patient injury or adverse event was reported.

Manufacturer narrative:
The suspected faulty solenoid driver board (p/n 0670-00-0639e) was returned to getinge¿s national repair center (nrc) for evaluation. A senior technician evaluated the solenoid driver board and no visual damage was observed. The technician then installed the part into the iabp test fixture and it tested to factory specifications per iabp service manual. The nrc verified the failure of the iabp unit does not power up. The senior repair technician sent the solenoid driver board to the supplier for failure analysis as per procedure. A supplemental report will be submitted when the evaluation is completed.

Event description:
The customer reported that during use on a patient the cs100 intra-aortic balloon pump (iabp)shutdown with no alarm occurrence. The customer attempted to restart it but the iabp did not turn on. The iabp was replaced to continue therapy. No patient injury or adverse event was reported.

Event description:
The customer reported that during use on a patient the cs100 intra-aortic balloon pump (iabp)shutdown with no alarm occurrence. The customer attempted to restart it but the iabp did not turn on. The iabp was replaced to continue therapy. No patient injury or adverse event was reported.

Manufacturer narrative:
The supplier returned board and verified the reported failure. They replaced defective capacitors c79, c80 and c81, the board passed all of their testing. The national repair center (nrc) technician then installed the part into the iabp test fixture and it tested to factory specifications per iabp service manual, passed testing. The nrc scrapped and retaining the board in nrc as per procedure.